Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The customer report of an accuracy was confirmed during the service repair process. The proximate cause of the customer report of an accuracy issue was determined by service to be due to a rate accuracy calibration issue. The device was calibrated with passing results. The proximate cause of the device failing patient side occlusion was determined by service to be due to a faulty lower pressure transducer.

Event description:
It was reported that the device had an accuracy - low (volume, temp, pressure)[acc2] issue.

Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue.the proximate cause of the customer report of an accuracy issue was determined by service to be due to a rate accuracy calibration issue. The device wa calibrated with passing results. The customer report of an accuracy was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.